Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the battery was "playing up." A few hours after the fully charged battery was connected, the patient observed a low priority alarm that indicated one power source was connected. The patient disconnected and reconnected the battery, and observed the low priority alarm again. When the battery was placed on the charger, it went red and completely flat. The patient noted that it took an extremely long time to charge. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. Alarm log files revealed one power disconnect alarm involving the battery. During the power disconnect alarm a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported power disconnect was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the cell-under-voltage condition can be attributed, but not limited, to a welding defect, a faulty internal cell pair, and/or a soldering defect. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that the battery (B)(6) met all requirements for release. Failure analysis of battery (B)(6) revealed that the device passed visual examination and functional testing. The battery was able to adequately charge and provide power to a test controller. A review of the battery¿s internal logs revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after eight hours due to a charge time-out. However, the battery was received with no flags enabled. Failure analysis of battery (B)(6) revealed that the device passed visual examination. Functional testing revealed that the battery was unable to charge or provide power. Further testing revealed that the battery triggered a cell-under-voltage and pack-under-voltage flag, which rendered the battery inoperable. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Likewise, a pack-under-voltage flag is triggered when the battery pack falls below a voltage threshold. Internal visual inspection revealed a faulty resistive weld. Supplemental testing revealed that one of the battery's cells was unable to hold a charge, which contributed to the flags. Internal inspection also revealed that a thermal cutoff fuse was open. A thermal cutoff fuse interrupts an electrical connection when a certain temperature condition is met. A review of the battery's internal gas gauge log revealed that the maximum temperature recorded did not surpass the thermal cutoff's temperature limit. This finding suggest that the thermal cutoff fuse was faulty. Log file analysis revealed one power disconnect alarm involving (B)(6). During the power disconnect alarm, a safety alert word value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported ¿battery was red on battery charger¿ / not charging event can be attributed to an overvoltage fault detected by the analog front end integrated circuit on battery (B)(6). Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. A possible root cause of the reported low priority alarm can be attributed to a faulty cell on battery (B)(6). A possible root cause of the reported battery not charging / not providing power can be attributed to a faulty thermal cutoff fuse, faulty cell, and/or improper assembly on battery (B)(6). Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / serial #: (B)(6). UDI #: (B)(4). D10: yes, return date: 27-jun-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 22-jun-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 131 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An additional battery was return to the manufacturer because it was "playing up" and was red when connected to each slot of the battery charger. The battery subsequently tested out of specification during manufacturer's analysis.